Event description:
A customer contacted beckman coulter inc (bci) stating that a leak was coming from the left side of the unicel dxi 800 access immunoassay system. Customer is not questioning assays or patient results. Proper personal equipment (ppe) was worn by the operator. There were no reports of injuries to users/lab visitors or operator exposure.

Manufacturer narrative:
A field service engineer (fse) was dispatched on 05/23/2011 and found the wash buffer peri-pump tubing leaking. The fse replaced the tubing and verified system performance to published specifications. Hardware is the root cause for this event.